Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Batch # unk.

Event description:
It was reported that during a laparoscopic lobectomy procedure, the surgeon found there were staple legs visible before firing, but he continued firing and the staples malformed. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m53n2a. Additional information requested and received: the batch number reported m53n3a is not associated with the ecr60w. What is the batch or lot number for the ecr60w? M4ht3a. What device was being used with the ecr60w? Ec60. The analysis results showed that a gst60w cartridge reload was received. The reload was received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reload. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.